Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06634. It was reported that the burr and distal part of the rotawire became detached. The target lesion was located in the proximal circumflex. A rotawire and a 1.50mm rotalink burr were advanced to the target lesion then to the left circumflex and passed through the left anterior descending artery/first diagonal lesion. The burr was detached together with the distal part of the rotawire. Both device fragments were successfully removed out from the vessel with the help of an additional unspecified balloon and an unspecified guidewire.